Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was re-admitted post device implant after receiving inappropriate shock therapy due to atrial fibrillation with rapid ventricular response. The patient was given medication and the event was resolved without sequelae.